Event description:
It was reported to the manufacturer, by the end user, per the end user, that per agiliti - patient fell off agiliti equipment. The unit reported that the mattress and rails were at the same level at the time it was being used by the patient. Agiliti employee met with the floor manager mand the floor educator to evaluate the products. Agiliti will be performing testing on the equipment. Complaint # (B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.